Event description:
A nurse reported that during cataract surgery an ophthalmic cutting keratome were found to be blunt. The surgery was completed after replacing the knife with another one. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d9, h3, h6 and h11. One opened knife was received for the report of blunt keratome. Sample was visually inspected and was found to be conforming. Functional penetration testing was then performed and found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the reported lot number. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. A non-conformance search for the component lot numbers traceable to the reported lot number indicates there is one related non-conformance associated with the lot for the reported issue. The returned sample was found to be functionally non-conforming, therefore the dull blade was confirmed; however, the sample was returned opened therefore; the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted currently. An investigation has been initiated and manufacturing process enhancements have been implemented to improve the performance of the cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).